Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer complained about sensor reading discrepancies. Customer reported that the sensor was reading low between 45 and 55 mg/dl and the insulin pump is going into threshold suspend but her blood glucose is between 115 and 179 mg/dl. Current bg value is 126 mg/dl and sg is 56 mg/dl. Customer turned the sensor off and declined to further troubleshoot. Nothing further reported.